Event description:
No new information.

Manufacturer narrative:
Additional data: h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the tips of two capri height expansion drivers and one capri inserter threaded shaft deformed intra-operatively. The procedure was completed successfully with a 45 minute surgical delay and no adverse consequence to the patient. This report captures the first of two height expansion drivers.